Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and half of the lens remained in the injector during insertion. The lens was removed and another same model lens was implanted without any patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that part of the optic and a haptic was torn off and missing. There was a tear across the remainder of the lens and a clear surgical residue on it. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.